Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that no delivery was found. Customer's blood glucose was 135mg/dl. Troubleshooting was performed. Customer stated the insulin did not exit and insulin pump alarmed no delivery after disconnect and reconnect the reservoir and infusion set at the tubing connector insulin exited. Customer stated that insulin pump was alarmed during manual prime and no delivery was found. The insulin pump will be returned for analysis.